Event description:
It was reported the system was not turning on. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The communication connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.